Event description:
It was reported that the black cable that connects the power module battery was damaged. The battery was disconnected via white connector and ac power cord removed. There was an audible alarm, and yellow wrench and battery symbol blinking.

Manufacturer narrative:
G3 - there was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged battery cable and yellow wrench alarm was confirmed with the returned power module (serial # (B)(6)). Visual inspection revealed the battery connector has a fracture with a piece missing and the metal contact is deformed. Testing determined that the reported yellow wrench alarm issue was related to the damaged battery connector, which was unable to maintain contact with the sealed lead acid (sla) battery. The unit was repaired and passed all testing per procedure. The unit was returned to the rental pool. A root cause that led to the damaged battery connector could not be determined through this evaluation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Device history record for the 12v sla battery (serial # (B)(6)) could not be located in the system. The record is maintained by the supplier. Heartmate 3 instructions for use (rev g) is currently available. Under section 3, ¿powering the system¿, outlines how to use the power module. Also, under this section, indicator symbols on the front panel of the power module illuminate to indicate the charge status of the power module backup battery. Table 3.1 describes the indicator symbols. Under section d, ¿yearly safety checklist¿, schedule a power module inspection and cleaning with thoratec-trained personnel. The inspection and cleaning includes (but is not limited to) functional testing, cleaning, inspection, and replacement of the power module backup battery. No further information was provided. The manufacturer is closing the file on this event.